Event description:
A malfunction on the pump was reported, causing the customer's blood glucose level to exceed 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection via a multiple daily injection method, and no additional third-party assistance was required. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. There was no reported impact on the customer¿s blood glucose level after the issue was addressed.